Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump had pump error. The customer¿s blood glucose level was 12.5 mmol/l at the time of the incident. Customer was able to clear the alarm. Customer is unable to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No pump error 3 alarms noted during testing. Device tested ok. (B)(4).